Event description:
The customer reported that the cine disk drive was not being recognized by the 9800 system. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The cine drive and back plane were replaced. The sys was tested and is operating as intended.